Manufacturer narrative:
(B)(4). Report source: foreign: country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 02774, 0001822565 - 2020 - 02775, 0001822565 - 2020 - 02776, 0001822565 - 2020 - 02777, 0001822565 - 2020 - 02778, 0001822565 - 2020 - 02779, 0001822565 - 2020 - 02780.

Event description:
It was reported upon inspection in the (B)(6) warehouse that there was debris in the package. No patient involvement. No additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual examination of the returned products confirmed that they contain foreign debris. Eight of the 20 sterile pouches with mixing bowls contain one loose blue particle, and one pouch contains two loose blue particles. All loose particles exceed the .60 sq. Mm size allowed by zpc 8.400 rev.52, as measured with the tappi chart 25-2007-187-00-ey. No other packaging defects or damage were noted. Complaint is confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. The likely condition of the parts when they left zimmer biomet control is considered non-conforming based on the evaluation of the returned products. The loose blue particles likely came from the excess flash generated during the molding process of the mixing bowl and/or during the trimming of this excess flash. The root cause of the reported issue is attributed to a manufacturing issue. A corrective action has been initiated to address this issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.